Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 28-jul-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The device was manufactured over 9 years ago. The exact cause of the reported event could not be conclusively determined. However, omsc assumed that the boot failure was caused by the defect of the main board due to deterioration of parts. Deterioration of parts may have been caused by long-term use. If significant additional information is received, this report will be supplemented.

Event description:
Olympus inspected the device returned for repair at the service department of olympus (B)(4) limited and found that the device sometimes could not be turned the power on. Olympus also found the defect of the main board, flickering of endoscopic image and bad connector contact. There was no report of patient injury associated with this event.